Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion of za9003 intraocular lens, the physician noticed a scratch on the optic. The lens was removed and replaced with the back up lens. There was no incision enlargement, no vitrectomy and no patient post-op injury reported.

Manufacturer narrative:
Additional information: through follow-up it was reconfirmed that the lens was inserted and removed from a female patient's left eye. The physician inserted the lens and noticed a scratch on the optic. The lens was removed in the same procedure and replaced with a back up lens. Age/date of birth: (B)(6). Gender/sex: female. Device available for evaluation ¿ yes, returned to manufacturer on 02/8/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and visual inspection at 10x microscope magnification revealed small particles that could be related to handling the unit out of a controlled environment are observed on the surface of the iol. The lens was returned cut in half to two pieces and cosmetic scratches in optic zone. Based on the evidence observed, the condition of the lens is consistent with a unit that handled during surgical process for removal and replacement. The reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.